Manufacturer narrative:
Device evaluation: the customer's complaint was not verified. Camera heads that use cmos sensors, such as the th111, are susceptible to interference when used with laser cauterizing technologies which is acceptable per acceptance criteria. The customer did not provide a specific information regarding the laser equipment used when the complaint occurred. There are two acceptable laser types per acceptance criteria: "high-power pulse lasers" and "low-power continuous wave". The laser type used by the customer is unknown. An inspection of the camera noticed evidence of improper sterilization: the card edge masking has begun to be stripped away and the cable had a tacky feeling. Both are consistent with improper sterilization, and a cable replacement is recommended. It's highly recommended that the customer reviews their sterilization/processing methods to ensure they are in-line with approved ks protocols. The cause of the issue was determined as unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "interference during procedure with laser. The most image went black mid procedure. The unit was powered off and camera unplugged then the other bit was powered on and camera plugged back in. An image was up for a few minutes and then went black again. Another camera was brought in the room and used with no issues". It was confirmed that there was no patient injury and the procedure could be completed with a delay of approx. 10 minutes. No negative impact in state of health reported.